Event description:
Analysis was completed on the returned usb serial data cable. The cause for the anomaly was associated with a disconnected wire connection in the usb serial data cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet usb serial data cable was malfunctioning. The tablet was showing a message stating "unable to open port". The company representative gave the physician his usb serial data cable which was confirmed to be working before leaving the site. The usb serial data cable has been received for analysis, which is underway, but has not been completed to-date. No additional relevant information has been received to-date.